Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 6.0 x 200, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon burst while blowing it inside the patient's body. The procedure was completed with another of same device. No patient complications were reported, and patient status was stable.

Manufacturer narrative:
(B)(6).